Event description:
It was reported that the ilet sleep/wake button became progressively unresponsive, requiring multiple press-and-hold attempts and waiting several minutes for the screen to wake, with the display sometimes responding only after connecting to a charger; blood glucose was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including a video. Investigation of this case revealed a device problem of an unresponsive key/button associated with the switch component, consistent with an electrical problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.